Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the inner sheath detached from the outer sheath. The stent was inspected, and no damages were noted. A destructive inspection was necessary to identify torsion of the delivery system and no damages were noted. No other issues were noted to the stent and delivery system. The observed finding of the inner sheath detachment was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied) trying to remove the device, limited the performance of the device and contributed to the detachment of the inner sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported event of stent positioning issue cannot be confirmed because this happened during the procedure and there is no objective evidence or descriptive conditions to confirm the reported event. Additionally, improper axios stent placement is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. The reported events of device entrapment of device of device component and tip damaged/defective were not confirmed because they happened during the procedure. Additionally, the tip was inspected upon return, and no damages were noted. Taking all available information into consideration, the investigation concluded that the reported events and observed inner shaft detachment were likely due to factors encountered during the procedure. Therefore, the review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation on may 30, 2023, that an axios stent and electrocautery enhanced delivery system was attempted to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a pseudocyst drainage procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed inside the scope; however, when the physician attempted to release to second flange from the scope, it could not be released. The stent was pushed out of the scope using a rat tooth forceps and fully deployed in the patient's stomach. The introducing catheter was also sheared off and was removed together with the stent using a rat tooth forceps. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on may 30, 2023, that an axios stent and electrocautery enhanced delivery system was attempted to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a pseudocyst drainage procedure performed on may 30, 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed inside the scope; however, when the physician attempted to release to second flange from the scope, it could not be released. The stent was pushed out of the scope using a rat tooth forceps and fully deployed in the patient's stomach. The introducing catheter was also sheared off and was removed together with the stent using a rat tooth forceps. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."